Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is patient¿s general health, following post operative instructions, or the presence of coexisting medical problems. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. And/or medical director (B)(6). A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review, and/or device labeling (including technique guides, ifus, etc.). After receiving a tonsillectomy, the patient was in recovery when a re-bleed occurred. Patient was re-tubed and bleeding was under control via cautery. The patient was sent to ICU that same day. The tube was removed three days following the procedure patient started to re-bleed for the second time later that day. The patient was taken back to or that night and received four units of blood due to a significant amount of blood being lost. A uvulectomy was performed ten days following the procedure. Tracheotomy was performed twelve days following the procedure. It was also communicated that the patient was taking ibuprofen up until the day of surgery. It has been communicated via email that there is no relevant supporting clinical information available at this time, and the patient is alive and out of ICU with no neurological defects. These three events could be seen as related to the initial event. Conclusion: no clinical relevant information has been provided to conduct a thorough analysis of the reported events nor determine a definitive root cause of the reported operative re-bleeds. The patient was taking ibuprofen up until the day of surgery and this cannot be ruled out as a contributing factor. Additionally, based on the limited information provided, the impact and/or further risk to patient cannot be concluded. No further clinical assessment is warranted at this time. Mi report approved by md (B)(6) on 6/25/2019.

Event description:
It was reported that, after a tonsillectomy performed on may 1st, a tracheotomy was performed because the patient aspirated blood. The patient is still in the ICU on may 16th.